Manufacturer narrative:
External insulation abrasion was noted at 33.4 cm to 33.7 from the distal tip exposing the outer coil consistent with lead friction to another device or feature of the heart. This is consistent with the observation from the field of noise reversion episodes and ams for lead noise.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. It was also noted that the ra lead was explanted due to noise reversion episodes and ams for lead noise. The patient was stable before, during and after the procedure.